Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump for insulin therapy.